Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and barbed suture was used. Following the procedure, the patient experienced infection in the lower back where the suture was used in deep tissue. It was also reported that the doctor washed out the infection and reclosed the tissue. Additional information has been requested.